Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end users wife states the right front legrest will not go down. She states the unit is stuck in the upright position.